Event description:
It was reported that in-stent restenosis occurred. A 8.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was selected for a patient procedure in the subclavian vein to treat the patient's shunt failure and also in-stent restenosis of a 10mm x 69mm or 10mm x 49mm wallstent rp endoprosthesis with an unknown implant date. The lesion was moderately tortuous and 75% stenosed. During the procedure, inside of the patient, the balloon ruptured on the second inflation at 15 atm. The shape of the rupture was a pinhole rupture. The device was removed from the patient using normal methods and without any problems. No patient complications were reported. The patient's condition after the procedure was good. The procedure was completed with another of the same device.